Manufacturer narrative:
Product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. No further information is expected. (B)(4).

Event description:
An ophthalmic surgeon reported an intraocular lens (iol) to have glistenings postoperatively. The patient underwent cataract iol implant in a different facility in 2011. The reporter was unable to provide product details. Patient current condition was reported to be good but she experienced disturbance from light. Iol explant was suggested to the patient. No further information is expected.